Event description:
Patient's representative reported "implants removed due to the increased risk of bia-alcl" and "been diagnosed with bia-alcl". The baker grade of the capsular contracture is unknown. This record is for the right side. The device was explanted and replaced. It is unknown if the device will be returned. Patient was hospitalized.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.